Event description:
It was reported that the left ventricular lead was explanted due to high thresholds and loss of capture. No patient complications have been reported as a result of this event.

Event description:
Premature depletion, due to high thresholds, was reported on the ICD. It was also reported that the left ventricular lead was explanted due to high thresholds and loss of capture. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: no anomalies found; full lead returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Premature depletion, due to high thresholds, was reported on the ICD. It was also reported that the left ventricular lead was explanted due to high thresholds and loss of capture. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, failure to high threshold.